Event description:
It was reported that during the implant procedure, the lead was positioned in the heart. When the lead helix was extended, the param eters were not acceptable, and the physician chose to reposition the lead. Upon repositioning, it was found that the helix could not be fully retracted and so the helix was pulled out by hand. After the lead was removed from the body, it was found that the helix was deformed and could not be implanted again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified through follow up that the right ventricular (rv) lead sensing parameter was not acceptable at the initial implant. It was noted that sensing was less than 5mv.